Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Thirteen samples were taken from the current production (hemolok xl 544250) lot # 73j1600531, the samples were functionally tested according with procedures gs-0146tecrev07 and qip-0031tecrev21, issue reported in the complaint "clip fell off" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The procedure was started using a robotic arm that was manually loaded by someone in the facility. The clips began popping off of the vessel. At this point, they switched to manual ligation and the clips stayed on the vessel. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
The procedure was started using a robotic arm that was manually loaded by someone in the facility. The clips began popping off of the vessel. At this point, they switched to manual ligation and the clips stayed on the vessel. The patient's condition was reported as unknown.